Manufacturer narrative:
Manufacturer's investigation conclusions: it was noted that the neurological symptoms resolved after continuous veno-venous hemofiltration and a decrease in potassium, indicating that this event was the result of renal dysfunction. A specific cause for the renal dysfunction could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. The heartmate 3 lvas IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for neurologic dysfunction. On arrival, leg-marked high-graded hemiparesis on the right with hemihypesthesia and tactile neglect was seen. All extremities tingled initially, then the symptoms deteriorated rapidly. The patient was admitted to the intensive care unit. A shaldon catheter was installed and continuous veno-venous hemofiltration (cvvh) was started. Potassium declined significantly. The neurological symptoms subsequently receded. A transient ischemic attack (tia) or stroke was suspected, but not confirmed. All of the patient's symptoms regressed and the patient was discharged. No further information was provided.